Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 8832, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was unable to charge their stimulator. In addition, they were unable to use their implantable neurostimulator recharger (insr) to connect to their implantable neurostimulator (ins). The insr was showing something on the screen but they did not recall what it was; it was pictures they had not seen before. It was noted that there was not an error code. They were unable to connect to the ins with their patient programmer (pp) either. The patient did not have the insr or pp with them to perform any troubleshooting. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.